Manufacturer narrative:
Device evaluation by manufacturer: a field service engineer (fse) arrived at the customer site to address the reported event on the aia-2000 analyzer. The fse was able to confirm the reported event upon reviewing past qc results. The fse was able to reproduce the issue by running folate qc. The fse proceeded to check and clean the detector lens, checked temperatures, and verified all within specifications. The fse cleaned the main arm sample nozzle, ran liquid level sensing and checked the clog detection. Then verified that the customer performed decontamination of the analyzer properly. The fse performed precision and noticed folate still running high but within acceptable range. The fse proceeded to perform decontamination of the analyzer and replaced the detector. The fse had the customer use a new source of reagent grade di water and checked ph levels for wash and diluent solutions. The fse was able to resolve the issue after decontaminating the analyzer and replacing the detector. Found precision for folate less than 5%. No further action was required. The aia-2000 analyzer was operating within manufacturer's specifications. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 22-jun-2018 through aware date 22-jul-2019. There were two (2) similar events reported during the search period, which includes this event. The folate aia-pack folate analyte application manual states the following: evaluation of results: quality control; in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: after calibration, three levels of controls are run in order to accept the calibration curve. The three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). After daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. The most probable cause of the reported event has not yet been determined; evaluation is currently in-process.

Event description:
A customer reported obtaining out of range high folate results during proficiency testing with american proficiency institute (api) survey samples on the aia-2000 analyzer. The api folate survey samples results were as follow: actual result, expected result: sample 1, 2.0 ng/ml*, 0.0 - 1.7 ng/ml; sample 2, 7.3 ng/ml , 2.0 - 7.8 ng/ml; sample 3, 6.1 ng/ml*, 1.8 - 5.8 ng/ml. *unacceptable. The customer was unable to provide lot numbers for quality controls, reagents, and test cups. The customer requested to speak with the tosoh technical support manager. On 22-jul-2019 the tosoh technical support manager (tsm) followed-up with the customer to determine potential reasons for the api folate survey samples issue. The customer was advised to institute regular "as needed cleaning" to aid with the issue. The customer was sent new lot of reagents to use after decontamination of the aia-2000 instrument was completed to verify whether the out of range high counts would go down. The customer run samples ad-hoc as they come in. The tsm discussed batching and impact to their work flow. On 24-jul-2019 the tosoh technical support followed-up with the customer and confirmed that full decontamination of the aia-2000 analyzer was performed and calibrated with new folate test cups. The stated that calibration and quality controls were all within acceptable ranges. The customer was to rerun the api survey samples and e-mail the results to tosoh technical support. On 29-jul-2019 the tosoh technical support followed-up via e-mail with the customer and confirmed that repeated api survey samples were within acceptable range. The customer planned on running qc for a few more day to determine if issue was under control. On 30-jul-2019 the customer called tosoh technical support to report qc was running higher each day. The customer reported that qc was out of range high in the morning and barely in range after repeat. The customer requested service to address the reported event. The customer e-mailed calibrations and qc data for over the last year for folate to tosoh technical support. The rates for these calibrations were consistent and within 10% criteria. The customer omits points that should not be omitted. The technical support specialist explained the criteria for omission of points. The customer was using bio-rad qc level 1 lot number 40341 and qc level 3 lot number 40353. The customer confirmed this is what bio-rad sent to them, but now they are using the same lot number of qc for both levels. A field service engineer was dispatched to address the reported event.

Manufacturer narrative:
Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event. The detector unit was returned to tosoh instrument service center for investigation. Functional testing of the part did not confirm or replicate reported issue. The most probable cause of the reported detector failure could not be determined. The most probable cause of the high folate qc result was due to contamination and probable folate test cup lot to lot variability.